Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed uplink tests. A known good cable was used and the head passed. It was also indicated that the head lens was cracked. The head was to be sent for repair and reallocation. (B)(4).

Event description:
The radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.